Event description:
While placing 5 f PICC the catheter was unable to thread through the 5 french galt tearaway introducer. Ultimately, patient required a second needle insertion after this introducer was removed.